Manufacturer narrative:
Added d11 - medication's - tylenol, norvasc, and plavix. Added b7 - medical history.

Manufacturer narrative:
H6: code 213 ¿ the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, a follow-up computed tomography scan reportedly identified a proximal type I endoleak and evidence of aneurysm enlargement (amount unknown). The cause of the proximal type I endoleak is reportedly due to calcification of the aortic neck. On (B)(6) 2018, an additional procedure was performed to treat the proximal type I endoleak. Reportedly an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography reportedly showed resolution of the endoleak, and the patient tolerated the procedure.